Event description:
It is reported that device was implanted on unknown date. Revision surgery occurred in 2008, due to breakage.

Manufacturer narrative:
Evaluation summary: the stem fracture might have been caused due to fatigue. Fatigue fracture is likely to occur due to high levels of physical activity or if the patient or if the patient does not properly comply with postoperative restrictions. Also medical disabilities may create or result in an unusual stress on the femoral component leading to the fracture of the stem. Sometimes load bearing capacity may be compromised during surgery due to notching, scratching or striking the prosthesis or failing to provide metaphysical support of the implant. The definite cause analysis can not be determined with certainty. Evaluation: device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the fracture surface on the proximal side was conducted. Crystallographic nature of the fracture and striated features observed on the fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the stem material showed co, cr and mo peaks in the spectrum typical of a co-cr-mo alloy forging.